Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio isolated the cause of the issue to the system pcb assembly. At this time, the device cannot be repaired due to part obsolescence. The device was returned to the customer unrepaired until a permanent solution for this complaint is identified. No further root cause could be identified.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.